Event description:
Desara blue was implanted on (B)(6)2022, and on (B)(6)2022, patient reported postcoital bleeding and deep pain with intercourse. Event is ongoing and has been treated with (non-specific) medical intervention. Subject is part of 522 study, and cec has adjudicated ae is not related to the device and is possibly related to the procedure and/or concomitant procedure.